Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm. It was reported that a recent follow up cta revealed a proximal type ia endoleak due to aortic neck dilatation. The aortic neck was previously 21-23mm in diameter for 2cm length, currently the aortic neck is 25-30mm in diameter for 8mm in length. Mild neck angulation is still present with mild calcium. The abdominal aortic aneurysm has grown from 5.3cm to 5.9cm. The stent graft is still below left renal with no migration. The physician stated that the cause of the proximal type I endoleak was dues to disease progression with aortic neck dilatation. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.